Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0064) was removed from service due to a rate sensing problem. The lead was replaced with a endotak down-size plus (0125) lead.